Event description:
It was reported in a literature article titled "analysis of intraocular lens tilt and decentration after cataract surgery in eyes with high myopia using the anterior segment optical coherence tomography" that a retrospective study was done to investigate the degree of intraocular lens (iol) tilt and decentration after cataract surgery in eyes with varying degrees of myopia using the anterior segment optical coherence tomography (as-oct). A total of 76 patients (n=76 eyes) were analyzed and divided into three groups: mild myopia (emmetropia to -1.5 diopter [d], group 1, n=28 eyes), moderate myopia (-1.5 d to -6.0 d, group 2, n= 32 eyes), and high myopia (over -6.0 d, group 3, n=16 eyes). The catalyst fsl platform (johnson & johnson vision care, inc) was used, and phacoemulsification was performed using signature pro (johnson & johnson vision care, inc). Hydrophobic 1-piece iol (eyhance non-toric, johnson & johnson) was implanted with the lens center aligned with the visual axis.at 1-month postoperative: iol decentration (mm): group 1= 0.23 ± 0.15 (0.55); group 2= 0.32 ± 0.18 (0.95); group 3= 0.44 ± 0.24 (0.78) iol tilt (°): group 1= 4.83 ± 1.41 (6.70); group 2= 4.22 ± 1.33 (6.40); group 3= 4.53 ± 2.34 (8.00) spherical equivalent (se; diopter): group 3: -1.01 ± 1.40 (5.13)there were no further interventions reported.

Manufacturer narrative:
Section a2, a3, a4. A5 and a6: unknown, information not provided. Section b3: date of event: unknown, information not provided. Section d4: additional device information: model number: unknown section d4: additional device information: catalog number: unknown section d4: additional device information: serial number: unknown section d4: additional device information: expiration date: unknown, information not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted section e1: reporter: middle name: unknown, information not provided. Section e1: reporter: email address: unknown, information not provided. Section e1: reporter: address - line 2: unknown, information not provided. Section e1: reporter: state, province, or territory: unknown, information not provided. Section e1: reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.